Event description:
It was reported that the connection between the cassette line and the final bag was not tight and was leaking. The event occurred during dwell one of therapy on the home choice (hc). The technical service representative (tsr) assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a leak during the dwell stage, where the patient stated the final bag was not connected tightly to the cassette line and a leak was observed from the connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ instructs the user to check all disposable set connections for a secure fit before beginning therapy. Section ¿prepare for therapy¿ provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.